Event description:
On october 24th 2023, fujifilm healthcare americas corporation was informed of an event involving with sys/mr/oasis open+vertex ii. It was reported that the c-spine coil was used on a patient on tuesday (B)(6) 2023, and the patient has redness in the chest area. It was later reported that the patient did not seek medical treatment. Patient later confirmed that the redness went away. The coil was not touching the patients chest. There was no death associated with the event.

Manufacturer narrative:
Hcus engineer has talked to the technologist who stated that patient had redness to her chest area. The tech stated that the patient was getting scanned and that her chest was getting hot. Tech stated that she was very claustrophobic. The sagittal images were being scanned. Tech pulled her out of the gantry. She did not complete her study. Patient returned on (B)(6) 2023 to complete her study. She had no issues that day, except still feeling claustrophobic. No reaction noted by the patient. She was able to complete the rest of her study. Tech stated that the patient had gone to the dermatologist to get it diagnosed after the incident. Dermatologist told her that it could have been some allergic reaction.